Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now, power error and low battery alert. The power management tool confirmed replace battery now, power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery and change battery. Customer's blood glucose value was 10 mmol/l at the time of the incident. Customer will return device for analysis.